Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a percutaneous transluminal angioplasty interventional procedure using an 8f sheath. Reportedly, a cuff miss occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported resistance during insertion could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6 - medical device problem code 1142 was removed and replaced with 1316.

Event description:
Subsequent to the initially filed report, the following information was received: the returned device analysis noted the guide was separated at the distal end of the guide tube. The actuator wire was still intact. Follow-up with the account confirmed that break did not occur during the procedure. Additionally, the initially reported cuff miss did not occur. The device was removed because there was a sense of resistance while entering the patient. No additional information was provided.